Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering up. A field service engineer replaced the controller boards for full height drawer 1 and half height drawer 4. The fse configured the drawers and tested in hardware test application. The user successfully recovered the drawers. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, drawer 4 was shorting out the medstation, preventing it from booting up, and drawer 1 was also not allowing recovery. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event